Manufacturer narrative:
During servicing, the autopulse platform (sn (B)(6) failed due to system error 139 (unable to hold compression position) error message. The brake gap inspection indicated that the drive train motor brake assembly air gap was out of specification (too wide), and the brake gap is not adjustable, due to a failure of the drive train. The autopulse platform passed initial functional testing without any fault or error. During service, "system error, out of service, revert to manual CPR" message was observed during the run-in test. The archive confirmed system error 139 (unable to hold compression position). The brake gap inspection was performed and found that the brake gap was open to 0.018" and would not hold the correction to 0.008" (specification). The drivetrain motor needs to be replaced due to the brake gap being too wide to remedy the complaint and to avoid potential future problems. However, due to the high cost of replacing the defective parts, this device will be scrapped locally. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During servicing, the autopulse platform (sn (B)(6) failed due to system error 139 (unable to hold compression position) error message. No patient involvement.